Manufacturer narrative:
IFU was reviewed and it includes hypotony as a known complication and adverse reaction. Normal surgery, only made one sclerostomy using a standard 23 gauge needle, placed the tube in once, thought it was too long, shortened it and then placed it in again post op day 1, iop was 2 chamber was formed but patient with striae, pow1 iop 1 or 2, shallow chamber, tube in good position, still no leakage at conjunctiva wound site but mild choroidal's and striae. The valve was not explanted. The doctor had not seen the patient recently because the patient was hospitalized for other medical reasons.

Event description:
Hypotony. Mild choroidal's and striae.